Event description:
On (B)(6) 2011, customer reported a burning smell coming from their unicel dxc 660i instrument. Customer technical support verified through the remote diagnostic system, proservice, that the instrument reported multiple low vacuum and autoloader errors. However, no erroneous results were generated or reported out of the laboratory, and no injuries were reported. Field service engineer (fse) performed service on the instrument. Fse rebuilt the vacuum pump and adjusted the pressures, and replaced the combined pressure/vacuum pump. The performed service was verified per established procedures.

Manufacturer narrative:
Beckman coulter, inc. Identifier for this report is (B)(4).